Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. There was no motor position encoder error alarm noted in the history screen. The drive support disk was inspected and had no anomaly. The pump had scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the pump had a motor position encoder error alarm. The blood glucose at the time of the incident was 116 mg/dl. The alarm was received during fixed prime. Troubleshooting was not able to resolve the issue. The device was returned for analysis.